Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed as the baker's cyst was not identified. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information.

Event description:
It was reported that the patient underwent a left knee procedure to remove a baker's cyst and address pain, swelling and knee flexion limitation approximately sixteen (16) months following left knee arthroplasty. Initial operative notes from the patient's knee arthroplasty did not identify any intraoperative complications. Operative notes from the patient's cyst removal noted that the knee was extensively and carefully searched, but no cyst was found. The patient's knee was closed without further action. Attempts were made, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical devices - persona posterior stabilized fixed bearing articular. Surface left 10mm catalog #: 42511401010 lot #: 62879767, persona stemmed cemented tibial component left size g catalog #: 42532007901 lot #: 62929202. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0002648920-2021-00415, 0002648920-2021-00416. Investigation incomplete.

Event description:
It was reported that the patient underwent a left knee procedure to remove a baker's cyst and address secondary pain and knee flexion limitation approximately sixteen (16) months following left knee arthroplasty. Attempts were made, however, no additional information is available at this time.